Event description:
It was reported that a lead warning was triggered for the right atrial lead. The lead remained in unipolar configuration for both pacing and sensing until the lead was explanted and replaced. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.